Event description:
Malfuncting v-p shunt. Pt had shunt placement in 2005, 6 wks post placement, distal end of shunt found to be sheared off from itself pt. Became symptomatic & red's. Replacement shunt.